Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, scratches were observed on lens by injector. Additional information has been requested. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).